Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: stripes in image occur, the fiber bonding in the outer tube area (distal end) is damaged and video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken video cable therefore stripes in image occurs. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had an image that flickered on the display screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.